Event description:
It was reported that the patient with this pacemaker was experiencing shortness of breath. Technical services (ts) was consulted and mentioned minute ventilation (mv) feature on the device was not working and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected impact code.

Event description:
It was reported that the patient with this pacemaker was experiencing shortness of breath. Technical services (ts) was consulted and mentioned minute ventilation (mv) feature on the device was not working and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating that the mv feature was not exhibiting a product malfunction, and that it was successfully turned off. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was experiencing shortness of breath. Technical services (ts) was consulted and mentioned minute ventilation (mv) feature on the device was not working and recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.